Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture did not capture the vessel wall was confirmed as a cuff miss was observed. The difference between the failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). No femoral angiogram was performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a diagnostic catheterization procedure. No femoral angiogram was performed. Reportedly, the proglide suture did not capture the vessel wall. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.